Event description:
It was reported that during implantation of femoral plate and screws for periprosthetic fracture, the acetabular cup and polyethylene liner were exchanged due to wear of the liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Unknown wagner stem; item# unknown; lot# unknown. Unknown polyethylene liner; item# unknown; lot# unknown. Unknown allograft; item# unknown; lot# unknown. G2 - foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00548, 0009613350-2023-00549. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product information unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00549-1. 0009613350-2023-00548-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Patient is male, born in 1975, 170cm and 75kg (bmi 26). The patient underwent an initial left total hip arthroplasty in (B)(6) 1991 due to ewing¿s sarcoma bone cancer. Subsequently, on (B)(6) 2020 the patient suffered from a femoral periprosthetic fracture that required revision surgery. Radiographs were provided and reviewed by a radiologist with the following assessment "(B)(6) 2020- a left hip arthroplasty with long-stem femoral implant is present. There is liner wear with eccentric femoral head position within the cup. There is radiolucency proximally and also sclerotic change within the femur and a small lateral plate. The greater trochanter is a free fragment. (B)(6) 2020- there is a new periprosthetic fracture of the proximal femur medially. (B)(6) 2020- there has been interval revision with a new acetabular component and liner with normal alignment. There is no radiographic cause identified for the initial periprosthetic fracture. Bone quality is mildly osteopenic on all images. Initial acetabular angle measured 32 degrees." With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event.

Event description:
No further information available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Ref and lot number of the wagner stem (custom made device) were found: DHR review: a review of the device manufacturing records confirmed no abnormalities or deviations. Complaint history: the wagner stem is a custom made design in which only one device was manufactured for the part number. Therefore, no complaint history was performed. All other components of the investigation listed above remain unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time

Event description:
No further information available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00549-2, 0009613350-2023-00548-2. Investigation updates: this complaint is for a periprosthetic fracture that occurred on (B)(6) 2020; revision surgery for this event included revision of the shell and liner, but stem and head were retained. On (B)(6) 2023, the patient suffered of a stem fracture: during revision surgery for this reported event, the stem and the head were explanted and returned to zb. This event is depicted in the linked complaint: (B)(4). Product return and visual examination are performed in the linked complaint: (B)(4). A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Patient is male, born in 1975, 170cm and 75kg (bmi 26). The patient underwent an initial left total hip arthroplasty on (B)(6) 1991 due to ewing¿s sarcoma bone cancer. Subsequently, on (B)(6) 2020, the patient suffered from a femoral periprosthetic fracture that required revision surgery: shell and liner were explanted, while stem and head were retained. Radiographs were provided and reviewed by a radiologist with the following assessment "on (B)(6) 2020: a left hip arthroplasty with long-stem femoral implant is present. There is liner wear with eccentric femoral head position within the cup. There is radiolucency proximally and also sclerotic change within the femur and a small lateral plate. The greater trochanter is a free fragment. On (B)(6) 2020: there is a new periprosthetic fracture of the proximal femur medially. On (B)(6) 2020: there has been interval revision with a new acetabular component and liner with normal alignment. There is no radiographic cause identified for the initial periprosthetic fracture. Bone quality is mildly osteopenic on all images. Initial acetabular angle measured 32 degrees." With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.